Manufacturer narrative:
The device was received with all operating currents within spec and passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery, unexpected restart test, and displacement test. The device did however alarm for radio frequency failed self-test, during the self-test due to faulty radio frequency board. There was no cosmetic damage noted during physical inspection. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized because of low blood glucose levels. The customer's blood glucose level was 58mg/dl. Troubleshooting was conducted to assure the device is functioning properly. The customer was advised that the device would have to be replaced and returned for analysis.